Event description:
It was reported that the patient presented for routine follow up, the programmer exhibited a diagnostics anomaly. The patient would be monitored with routine scheduled visits.

Event description:
New information states that the estimated longevity displayed on the programmer can be used for follow up intervals tech services verified this. The patient was stable and has no complaints and would be monitored with routine follow ups.